Manufacturer narrative:
Investigation by hologic field service engineer (fse) and field application specialist (fas) found that the panther instrument had a dirty sample shield installed. The sample shield should be cleaned by the operator as part of routine maintenance on the instrument. The fse replaced the sample shield, and performed test runs. Customer was informed that the origin of the false positives was the dirty sample shield. In the case observed, it was reported that patients went into self-isolation due to the positive results. Patients were later confirmed as negative and were released from isolation based upon the retested samples and the amended results. There is no record of any further medical treatment being administered to the affected persons.

Event description:
Customer reported getting high positivity rate and invalid assay runs with worklist 00252420211221-13. Customer was using the panther instrument sn (B)(4), and sars cov-2 assay assay lot 311782. In the case observed, it was reported that patients went into self-isolation due to the positive results.